Manufacturer narrative:
Customer will be contacted.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.